Event description:
It was reported that the user observed higher-than-expected lunch bolus recommendations on the ilet bionic pancreas, with recent usual lunch doses around 17¿19 units and significant insulin on board about two hours post-meal, after frequently selecting the ¿less than¿ meal option; education was provided on how adaptive dosing responds to repeated reduced announcements, and the user was advised that a factory reset would erase learning and require a period of regimented meals, with recommendation to consult a clinician prior to any reset. Symptoms included concern about potential over-delivery of meal insulin; no adverse clinical symptoms were reported. Outcomes included no alerts, no alarms, and no medical intervention or hospitalization. Investigation included troubleshooting and user education on adaptive dosing behavior and transfer to a clinical support partner for further guidance. Investigation of this case revealed that the device was functioning, and the observed dosing pattern was consistent with expected algorithmic adaptation to user-reported reduced meal sizes rather than a component malfunction. It was concluded, based on previously established findings for similar reports, that user interaction with adaptive settings contributed to the reported experience.